Event description:
Hospital alleges blood was noted in the water path of an l-70 during an aortic replacement. The hospital mentioned that the blood entering the water path coincided with an injection performed with an 18 gauge 1 1/2 inch needle during the surgery.